Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right posterior tibial artery. A 1.5mm x 20mm x 143cm coyote es was advanced for dilatation. During the initial inflation at 4 atmospheres for 1 second, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.